Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer cleaned and replaced multiple parts including the cl and co2 electrodes, ise tubing and the mc collar wash valve to resolve the issue. The beckman coulter internal identifier is case- (B)(4). (B)(4).

Event description:
The customer reported the unicel dxc 800 synchron system generated erroneously low results for sodium (na) and chloride (cl). The results were reported outside of the laboratory. The customer stated that quality control (qc) recovered within specifications prior to the event. The customer did indicate patient treatment was affected but there was no harm involved. Qa followed up on (B)(6) 2018 and the customer was unable to provide any information in regards to the patient treatment which was provided. No injuries or other incidents were reported in conjunction with the issue.